Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effects of death is listed in the electronic proglide instructions for use (IFU) as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2 - date of death: estimated. B2 - date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article is captured under separate medwatch report. Literature attachment: article title "midterm outcome of balloon-expandable covered stenting of femoral access site complications."

Event description:
This article aims to evaluate the efficacy and safety of balloon-expandable covered stent implantation for common femoral artery vascular access-related complications associated with a large-bore puncture. Proglide and non-abbott devices were used for access site closures for all procedures. It was noted that if signs of acute, persistent bleeding, pseudoaneurysm or complicated dissection were observed, a balloon expandable covered stent implantation was performed. A transfusion was also given to some patients. A total of nine patients died with one of them related to vascular access site complications. A total of 23 patients were enrolled in the study, with a total of 12 patients receiving a proglide device. The study procedures were performed between january 2020 to may 2023. Specific patient information is documented as unknown. Details are listed in the attached article, titled "midterm outcome of balloon-expandable covered stenting of femoral access site complications."